Event description:
Approximately nineteen and a half months after the implantation, the patient developed elevated power consumption. The patient was reported to be asymptomatic. An echocardiogram revealed no evidence of thrombus. The patient was treated with tpa followed by heparin with an immediate improvement in his vad parameters. The event was reported to be related to previous fibrin deposits with subsequent new clot formation by the patient's treating physician.

Manufacturer narrative:
The device remained implanted. Review of the manufacturing documentation confirmed that the device met all requirements for release. Review of the controller log files revealed an increase in power consumption, as well as "high watts" alarms investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis; which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology.